Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega needle driver instrument had exposed wiring at the tip of the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega needle driver instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mega-needle driver instrument was analyzed and the complaint was not confirmed by failure analysis. There were no frayed cables observed during visual inspection. The instrument articulated as expected during manual articulation. The grips opened and closed properly. The instrument was fully functional. No product issue was identified. A device history record (DHR) review for the device involved with the reported event has been completed. No non-conformances were identified to be related to this complaint.

Event description:
Refer to h11 for follow-up information.